Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (bent monitor pins) has been confirmed. The monitor's battery connector pins were bent, preventing the batteries from being inserted into the monitor. The cause for the bent battery pins was not positively identified but was likely due to misalignment of a battery when inserted into the monitor. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6), female, patient, contacted zoll customer support service to report that she could not insert a battery into her monitor. The patient was provided with a replacement monitor.